Event description:
After silicone (mentor) implants following bilateral mastectomy, I nearly immediately had severe neuropathy around my chest and back. It took over a year with the cancer center to find relief. Within a year of my implants, I developed hives randomly all over my body. After thorough testing, allergists could not find the cause. In (B)(6) of 2017, I started experiencing swelling and stabbing pain in both breasts. It is very difficult to find a doctor that will perform explants on cancer patients (mastectomy). After over a year, I have finally found a doctor who will perform this extensive surgery (explant with diep flap surgery, 8-22 hours for the procedure). Although he doesn't admit that the implants have caused these symptoms, he did say that over 90% of his patients have improved health after explanting. My surgery is scheduled for (B)(6) 2018.